Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery and motor error. Customer's blood glucose level was 200 mg/dl. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer was in the fill tubing process and got another no delivery and motor error. Customer was unable to trouble shoot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).